Event description:
Reportable based on device analysis completed on 22jul2024. It was reported that tip kink occurred. The target lesion was located in the biliary tract and bile duct leakage. Two flexima all purpose drainage catheters were selected for use. However, the tip of both devices was kink. A third set was used and selected, and the procedure was completed. No complications were reported, and the patient was stable. However, returned device analysis revealed the device was crushed and torn.

Manufacturer narrative:
Device evaluated by MFR.: the accustick accessory was returned for the analysis. It was observed that the device was kinked, crushed and torn. Based on the evidence, the reported allegation of tip bent was confirmed, due to the device condition.